Event description:
A reddened area was noted when grounding pad was removed from pt's left upper thigh (above knee) in or. At the end of the case, the pt was changed from low to high position in the leg holders. Bard unit #9 was removed from room and taken to repair. Pt's skin wrinkled with numerous folds.